Event description:
Customer reported the insulin pump alarmed no delivery during priming. Customer does not recall blood glucose level. Customer was advised to gently tub the connecter and manually push insulin with the plunger. Customer stated insulin did not exit. Customer used the current reservoir and a new infusion set and insulin did not exit. Customer was advised to use current infusion set with new reservoir and insulin did exit. Manual prime was performed and device did not alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.